Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the pump history was reviewed and appeared to be inaccurate due to the date being manually changed from 01/09/2014 to 01/08/2014. The issue of incorrect total daily dose amounts was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s total daily dose amounts were not correct in the pump history. A review of the prime and basal histories showed random zero readings and multiple 10unit primes that were unexplained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.